Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm monopolar curved scissors instrument to perform failure analysis. The instrument was analyzed and was found to have a broken grip cable at the distal end.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the 8mm monopolar curved scissors (mcs) instrument had a broken cable. The procedure was completed with no reported injury.